Manufacturer narrative:
Analysis of the returned capio slim device confirmed that the device didn't have any damages however the needle was not returned for analysis. The device was also actuated three times with the suture and no anomalies were observed and the needle does not separate from the device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The complaint was not confirmed. The device did not show any evidence of either the alleged issue or any defect which could have contributed to the event.

Event description:
It was reported to boston scientific corporation that a capio slim box 5 was used during a pelvic prolapse surgery procedure performed on (B)(6) 2014. According to the complainant, after the suture and needle was launched, the needle detached when the physician was pulling the capio device. An imaging scan was done to determine the location of the needle but they were unable to locate it. The procedure was completed with another capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a capio slim box 5 was used during a pelvic prolapse surgery procedure performed on (B)(6) 2014. According to the complainant, after the suture and needle was launched, the needle detached when the physician was pulling the capio device. An imaging scan was done to determine the location of the needle but they were unable to locate it. The procedure was completed with another capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) for the reported event of needle detachment. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.